Manufacturer narrative:
The device has not been returned to mmdg for evaluation. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter states the pump was "beeping, flashing, sizzled and buzzed and now won't turn on." During a follow up call, the initial reporter indicated that the patient missed a hydration infusion, however there were no adverse patient effects. The initial reporter was not willing to provide any patient information except that the patient is not pediatric and is doing well. (B)(4).